Event description:
It was reported that the shield was difficult to remove from 15 bd insulin syringes with the bd ultra-fine¿ needle during use, and pulling "so hard" caused some of the needles and hubs to break off as a result. The following information was provided by the initial reporter: "consumer reported he opened 3 bags out of current box of insulin syringes and had difficulty removing the needle shields from approximately 15 insulin syringes. Stated that due to pulling the cap off so hard, some of the needles and needle hubs actually broke off of the syringe. Stated that some of the needles also stayed in the orange cap. Stated this has been happening over the past 4-5 days. Stated no injury occurred. "

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 14 may 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9280134. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200852361, 200851023, 200850101, 200850735] noted that did not pertain to the complaint. There were two (2) notifications [200851653, 200850004] noted for out of spec shield pull. H3 other text : see h.10.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/13/2020. H.6. Investigation: customer returned (1) loose 1/2cc, 8mm syringe. Customer states that they experienced difficulty removing the needle shields and due to pulling the cap off so hard, some of the needles and needle hubs actually broke off of the syringe adding that some of the needles also stayed in the orange cap. The returned syringe was tested to determine the shield removal forces (specs: shield removal force for 1/2cc after sterilization: 0.85-5.95 lbs.). The shield removal force was measured as 4.26 lbs., which falls within specifications. Also no hub separation or broken cannula was observed on the sample. A review of the device history record was completed for batch# 9280134. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200852361, 200851023, 200850101, 200850735] noted that did not pertain to the complaint. There were two (2) notifications [200851653, 200850004] noted for out of spec shield pull. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the shield was difficult to remove from 15 bd insulin syringes with the bd ultra-fine¿ needle during use, and pulling "so hard" caused some of the needles and hubs to break off as a result. The following information was provided by the initial reporter: "consumer reported he opened 3 bags out of current box of insulin syringes and had difficulty removing the needle shields from approximately 15 insulin syringes. Stated that due to pulling the cap off so hard, some of the needles and needle hubs actually broke off of the syringe. Stated that some of the needles also stayed in the orange cap. Stated this has been happening over the past 4-5 days. Stated no injury occurred. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the shield was difficult to remove from 15 bd insulin syringes with the bd ultra-fine¿ needle during use, and pulling "so hard" caused some of the needles and hubs to break off as a result. The following information was provided by the initial reporter: "consumer reported he opened 3 bags out of current box of insulin syringes and had difficulty removing the needle shields from approximately 15 insulin syringes. Stated that due to pulling the cap off so hard, some of the needles and needle hubs actually broke off of the syringe. Stated that some of the needles also stayed in the orange cap. Stated this has been happening over the past 4-5 days. Stated no injury occurred."